Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step in the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.